Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 200 mg/dl. The user alleged the insulin pump was under delivering insulin due to her blood glucose only decreases when giving herself a manual injection. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that she gave herself 12 unit of insulin on yesterday and her blood glucose decrease by only 10 mg/dl in an hour. Customer declined to test insulin pump. Customer did not had tubing clamp to perform high pressure test and noticed a crack along the back side of her insulin pump. Customer stated that insulin pump had cracked on opposite side of reservoir compartment starting from the bottom of the insulin pump to the belt clip rails. The insulin pump will be returned for analysis and reservoir will not be return for analysis.